Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal products used in an spinal fusion surgery for clinical patient ID: (B)(6), clinical study name: tlif ide pivotal. Level involved was l5-s1. It was reported that patient had worsening and severe low back pain with going from a sitting to a standing position. Concerns about nonunion/ hardware loosening. No further complications were reported/anticipated. Additional information received that the explantation of cage was performed at l5-s1 with anterior lumbar fusion procedure due to non-union. The cage and infuse were explanted and no additional biopsies were taken. No further complications or symptoms were reported. It was said that the additional surgical procedure was an elective removal. The index treated level(s) were not fused prior to the elective removal of the fixation component of the original surgical construct.